Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Adr (1253707052024000401) reported information: the barrel was found leaking air and could not be used during surgery. Call center didn't contact with customer successfully, any updates will be sent by email. Product registration certification in system is 20173141288 while product registration certification in adr is 20173151288. Sample availability: unknown. Sample availability details: unknown.